Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the jaws appear slightly more closed than they should be. The returned device appears used as there is biological material present on the jaws of the device. No other defects or anomalies were observed. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device or close. Another attempt was made and the next clip was released from the jaws of the device before the trigger was fully engaged. At this time, it was noticed that the jaw spring was sticking out of the channel of the device. The next clip was able to successfully load and close. The fourth clip had a similar result to the second clip. The clip was released before the trigger was fully engaged, preventing the clip from being able to close. The remaining clips were fired. The sample was received. Other remarks: with 8 clips remaining indicating that 7 clips were fired by the end user. Out of the 8 remaining clips, only 3 of them were able to properly load into the jaws of the device and close. The other 5 clips were unable to load properly. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the jaw spring was found to be slightly bent. No further damage was observed. The jaw spring being dislodged from its rightful place appears to have been caused by it being bent. The damaged jaw spring seems to have affected the ability of the clips to consistently load into the jaws of the device properly. No other defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "piece broke off and fell into patient" was confirmed based upon the sample received. Although the returned device appeared to be intact, it was confirmed that some clips fell out of the applier before the trigger was fully engaged due to confirmed damage to the internal parts. Both the jaw spring and the internal ratchet were found to be damaged. The device was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Only three of the remaining clips were able to properly load into the jaws of the device and close. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
A piece from the end of the applier fell into the patient. It was retrieved. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600450 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A piece from the end of the applier fell into the patient. It was retrieved. The patient's condition was reported as unknown.